Event description:
It was reported the neurostimulation device has impedance readings >10000 ohms. It appeared electrodes 2 and 3 were "open" with 0 and 5. Reprogramming was attempted and was successful at recapturing therapeutic stimulation for the patient.